Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, lot #: 1734c00313, ubd: unknown, UDI#: unknown a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced. The 9735764 computer was returned to the manufacturer for evaluation. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. There was no failures found. Codes b01, c13, c19, d02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737 software, serial lot/sw version: (B)(6). H2 additional information: d10 and additional codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a blank screen. The main and camera cart monitors stopped displaying the application before the site moved into registration. Site reported same behavior as seen in a previous case. Unknown what specific message displayed on main cart monitor, camera cart displayed pcoip connection screen. Both carts remained on. No other information available at time of call. Patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764. H3, h6). No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: b5, h6, and additional codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the original reported behavior was incorrect. The site was moving from the planning phase into registration when the system became unresponsive. The site tried using touch on both cart monitors and tried using a mouse with no change. The site shutdown the system and swapped navigation systems to continue. No reported issue with the video for either cart. The issue occurred during a cranial resection procedure. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2, h3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. The logs were reviewed and showed two sessions on the reported date. The second session did not indicate any issues; during this session, the user performed various tasks including registration without errors. The first session, however, exhibited problematic behavior. Application logs indicated an issue with handling new graphics processing unit (gpu) memory, and the system was unable to retrieve gpu memory usage information. During this session, the user was performing an images task when a ¿gpu has fallen off the bus¿ error occurred, followed by an abrupt system shutdown. System logs confirmed that the gpu lost communication with the system and that a gpu crash dump was generated. This points to a potential communication failu re between the nvidia gpu and the system, which can result in system instability or freezes. Such errors are commonly associated with hardware connectivity issues or gpu overheating. Codes c10 and d18 are applicable to this analysis, as well as the previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.